Manufacturer narrative:
Additional information: the stent strut was deformed when attempting to cross the lesion. It was later detailed that the launcher guide catheter was not fractured, it was deformed on the mid shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent (des) failed to cross the moderately tortuous, severely calcified lesion with 90% stenosis in the proximal right coronary artery (rca). The stent was removed. An attempt was then made to use a second resolute onyx des, but this second stent also failed to cross the lesion due to strut disruption which could not be fixed. It was also reported that one launcher guide catheter had a fracture on the mid shaft which was noticed during insertion through femoral artery. The resolute onyx devices and the launcher device were inspected prior to use with no issues. Negative prep was performed with no issues on the resolute onyx devices. The launcher device was prepped per IFU with no issues. The lesion was pre-dilated. The resolute onyx devices did not pass through a previously deployed stent. Resistance was encountered when advancing all devices. Excessive force was not used during delivery of the resolute onyx devices. Excessive force was used during insertion/deliver of the launcher device. Further pre-dilation was performed to treat the lesion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.